Event description:
The clinic reported that a laser vision correction patient presented with ingrowth in left eye 3 months post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. On (B)(6) 2015, it was reported patient ingrowth resolved and that there was a flap lift and rinse performed.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.